Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: installing the implant too deep. Part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7040m-90, lot# 2694441, mfd. 11/19/19, exp. 2024-11-19, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2717671, mfd. 12/17/19, exp. 2024-12-17, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2717651, mfd. 12/17/19, exp. 2024-12-17, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient had si joint pain relief but later reported left side radicular pain symptoms. The surgeon determined that the inferior positioned implant had pushed bone fragments into the si nerve root causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the inferior positioned implant and installed a new implant of the same type adjacent to the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.